Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0qbtw, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. It was also noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved.

Event description:
It was reported that during a trial everything worked perfectly, and with the implantable device the patient had problems that started since implant, but her symptoms had been improved. When stimulation was on, even at a low stimulus, the patient felt the stimulation sensation in her toes. Three days prior to the report, the patient had her stitches removed and since then everything had been ¿off whack.¿ the patient had an accident, it ¿went out of synch,¿ and it hadn¿t been functioning at all since then. The patient felt a shock the prior day and the day of the report when placing the programmer over the implantable neurostimulator (ins). The shock subsided when removing the programmer from the ins site. There was a problem with the patient¿s programmer and the up and down wouldn¿t work. The blue light wasn¿t working, the patient changed the batteries, and this didn¿t resolve the issue. When the patient used the antenna with the programmer and tried to synch, she saw the poor communication screen. After removing the antenna and synching, the patient saw the stimulation off icon. The patient had intermittent poor communication and was able to turn stimulation on and increase it so she was feeling stimulation comfortably in the correct spot. The patient programmer issues were resolved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.